Event description:
It was reported that the insulin pump delivered more insulin than required during night and without the customer's intervention. It was stated that the customer was sent to the ER for treatment, and he was not available to troubleshoot the insulin pump at time of the call. The blood glucose reading was 58mg/dl and went up to 241mg/dl. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.